Event description:
It was reported by the customer requesting for assistance in programming the insulin pump. The customer's blood glucose level was 331 mg/dl. The customer was treated for the high blood glucose. The customer was advised to follow up with healthcare provider if current settings need to be changed. The customer was assisted with programing, time/date, basal rates, and bolus wizard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.